Event description:
It was reported that the patient developed an infection at the pod¿s insertion site, (leg) while wearing the device between 4 and 24 hours. The patient experienced pain and irritation at the pod infusion site. In addition the patients reported blood glucose level was 400 mg/dl. The patient removed the pod from the infusion site prior to seeking treatment. The patient had gone to their pediatrician where they were diagnosed with cellulitis. The patient was prescribed cephalexin (250 mg) to be taken 3 times daily. The patient applied a new pod. The patients pediatrician visit lasted 30 minutes. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The returned device was evaluated and the inspection of the device found no issues capable of causing the reported event. The cause of this event could not be determined.